Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
Procedure: hernia. According to the reporter: the needle became lodged in the diaphragm. The surgeon attempted to remove the suture backwards and the needle detached from the thread. The surgeon made the decision to leave the needle in place as further exploration would weaken his repair.